Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer had filled the cartridge with 250 units and had delivered 32 units. The customer reported that the gauge remained static at 105 units. There was no impact to the customer's blood glucose level. The customer declined to reload the cartridge.